Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2013-10144. It was reported the pt ((B)(6)) experienced a partial loss of stimulation. It was noted the pt attributed the loss of stimulation to the accident (date and details of the accident were not provided). Fluoroscopy identified contact 8 was missing from the scs lead. The physician elected to proceed with surgical intervention. Intra-operative impedance testing was performed with no anomalies noted. It was reported that communication could not be established between the pt's ipg was explanted and replaced. It was noted the physician decided not replace the lead due to the pt's scar tissue and risk for complications. Following the ipg replacement, communication still could not be established between the new ipg and rapid programmer; therefore, the pt programmer was used to successfully program the scs system. Effective stimulation was achieved using contacts 9-16; however, pain coverage is only being provided to the pt's right leg and is needed in both. No further info is available at this time.